Event description:
Threshold and impedance on ra lead are varying and igh over the last few weeks. Threshold today is 3 volts/ms and impedance around 1500 ohms in office. There is noise on atrial channel. Lead integrity issue that is worsening. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).